Event description:
Extension set connected to IV catheter in patient. Blood was found to be on sheets and extension set noted to be leaking from a crack in luer lock hub. Extension set removed and new extension set was connected to IV catheter.